Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the plastic proximal clevis broken. The other side had a piece broken off and was not returned along with the instrument. The size of the missing piece was approximately 0.158¿ x 0.179¿. The instrument was found to have a frayed pitch cable at the distal clevis hub. Cable breakage, whether partial or full, may be attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding the broken at the top was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause of a derailed cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument was observed to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the instrument broke after the surgical procedure. Therefore, no fragments fell into the patient.